Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board, blower motor, power management board, internal battery and sensor board need replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board, system board and blower motor assembly. The power management board, system board and blower motor assembly were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to solder crack on ferrite (e2). The system board and blower motor assembly were evaluated and were found to operate to design specifications.